Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
Maude report states: the piece of depuy attune fb impactor broke off inside the prosthesis while positioning the prosthetics in place and unable to remove from patient. Depuy attune fb impactor tip broke off during placement of the corial prosthesis. During an anterior approach total hip replacement. It was unable to be removed from inside the prosthesis. Broke instrument removed from inside the prosthesis. Broken instrument removed from steril field and sequestered. Update rec'd (B)(6) 2016- although the maude report stated it was the attune impactor, it was actually the corial inserter.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in march 2009 and (B)(4) in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. There have been failures reported involving the improved design, an additional preliminary risk assessment, (B)(4) was initiated in january 2013 and (B)(4) in november 2015. The preliminary risk assessments concluded there was no additional or new patient harm associated with the devices. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Additional corrective action is not indicated at this time. Continue to monitor through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.